Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with a stopcock attached to the hub. The stent was not returned. The balloon was loosely folded with the stent impressions. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. There were numerous kinks throughout the hypotube of the device. The distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained through the right femoral artery. The heavily calcified lesion with moderate tortuousity was located in the right coronary artery. The physician prepared the vessel with a 1.25 mm rotablator. After several passes, a 2.5 mm x 28 mm rebel stent was placed in the distal vessel. This was followed with a 3.5 mm x 24 mm rebel stent to the proximal vessel. A 2.5 mm x 12 mm rebel stent was chosen for the distal end of the first rebel stent. While attempting to deliver the stent, the guide catheter, wire, and stent delivery system (sds) were disengaged from the vessel. The stent was removed from the sds and lodged in the proximal stent. The physician elected to crush the 2.5mm x 12 mm rebel stent against the vessel wall. A 2.5 mm x 12 mm emerge balloon was utilized first, followed by a 3.5 mm x 12mm quantum to perform this procedure. There were no patient complications.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained through the right femoral artery. The heavily calcified lesion with moderate tortuousity was located in the right coronary artery. The physician prepared the vessel with a 1.25 mm rotablator. After several passes, a 2.5 mm x 28 mm rebel stent was placed in the distal vessel. This was followed with a 3.5 mm x 24 mm rebel stent to the proximal vessel. A 2.5 mm x 12 mm rebel stent was chosen for the distal end of the first rebel stent. While attempting to deliver the stent, the guide catheter, wire, and stent delivery system (sds) were disengaged from the vessel. The stent was removed from the sds and lodged in the proximal stent. The physician elected to crush the 2.5mm x 12 mm rebel stent against the vessel wall. A 2.5 mm x 12 mm emerge balloon was utilized first, followed by a 3.5 mm x 12mm quantum to perform this procedure. There were no patient complications.